Manufacturer narrative:
Device received with a white/black partial display due to a cracked lcd screen. Unable to perform the displacement test due to the display anomaly. There's a small crack in the lower right hand corner of the lcd window. Plus the middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump was shattered and they cannot read it. Customer's blood glucose value was unknown. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.